Event description:
It was reported that the customer experienced a blood glucose (bg) level of 450 mg/dl and diabetic ketoacidosis. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin, saline, dextrose, potassium, and anti-nausea medication. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage. The customer alleged the pump was not delivering insulin as intended; however, this could not be confirmed as customer declined troubleshooting with tandem technical support. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.